Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: right colectomy. Colonic anastomosis (lateral-lateral anastomosis); were there any issues noted in initial procedure: no issue was noted. The device worked properly; it was noted there was an ¿issue with staple line.¿ could you please clarify what this means: fistula at the distal end of the staple line; was the device difficult to fire: no; were there any staple formation issues at the site of the leak, if so, what was done to fix the leak: no; what is the current patient status: the patient is ok.

Manufacturer narrative:
(B)(4) date sent: 12/22/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that after a colectomy procedure, post operation fistula at "d+3", the patient was reoperated. Issue with the staple line. During the initial procedure, one device and three reloads were used. One device was discarded.